Event description:
On (B)(6) 2006, the pt was implanted with four gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On an unk date, f/u imaging revealed a proximal type I endoleak. The physician indicated the device had moved 1-2 mm distally of its intended position. On (B)(6) 2006, the pt was implanted with a gore excluder aaa endoprosthesis aortic extender component to treat the type I endoleak. The endoleak was resolved, and the pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg records for the device verified that the lot met all pre-release specifications. Per the gore excluder aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to component migration and endoleak.